Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing impedance for this right ventricular (rv) lead was greater than 2000 ohms. There was also noise and oversensing, although there was not pacing inhibition. The rv lead was tested during the procedure and was reportedly normal. When the right atrial (ra) lead was connected to the rv port, the sensing and impedance issues were repeated. The pacemaker was explanted and returned for analysis. The ra and rv leads were connected to a new pacemaker and remain in service. No additional adverse patient effects were reported.